Event description:
It was reported that the device was heating up during testing at the user facility. No patient involvement was reported.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device was heating up during testing at the user facility. No patient involvement was reported.